Event description:
It is reported that the customer had high blood glucose levels of 306 mg/dl. The customer treated with insulin injections. The customer reported a motor error alarm from the insulin pump. The customer also reported a no delivery alarm from the insulin pump. The customer further reported that the insulin pump gave off a strange sound during bolus. The customer also reported that the insulin pump seems to be missing parts of its bolus history. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump was set to proper time and date. Insulin pump was also program with multiple boluses and basal rates for 24 hours. Insulin pump was monitored for 3days. Insulin pump passed displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms and no motor error alarm noted. No unexpected rewind on its own noted during testing, no unexpected time change from am to pm, and no strange sound noted during bolus delivery noted during testing. All boluses and basals were recorded and properly delivered. No bolus history anomaly was noted. Insulin pump was unable to prime during prime test due to faulty force sensor motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.